Event description:
Comments: my sister died by suicide after having complications due to eye surgery. She fell into a deep depression because she thought she was going blind afterwards. She fell quickly and after three attempts, was successful in finally taking her life. This was just in (B)(6). She died on (B)(6) 2018. Who do we report this to? After reading about the young meteorologist and another story about a farmer with a similar story, my alarm bells have gone off. The media is all over these stories, which is why I am now learning of other suicides. There will continue to be more suicides while you sit there analyzing data (junk science) and meeting with your lasik surgeon friends to strategize damage control. The media is asking me what's going on, and I'm telling them that you knew about these suicides and refused to act. There were 14 suicides when we met with you in (B)(6). Now there are 18, and the death toll is rising. You have known about this crisis for at least ten years, and what have you done? You wasted how many millions of u.s. Taxpayer dollars conducting a study ((B)(6)), which erroneously concluded that lasik cures the very complications that it creates (in (B)(6), I pointed out the faulty methodology in the analysis that led to the bogus conclusions). Instead of making progress toward better informing the public of lasik risks, you gave the lasik industry the perfect tool to continue deceiving the public. Shame on you. These suicides are needless and preventable. Nobody needs lasik. Shame on you. Ref mw5087073, mw5087075, mw5087076.